Event description:
Revision to address pain. It was found that the patella was loose and one of the pegs had broken off, and poly wear of the insert was also found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.